Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use is a known adverse event associated with the use of coronary scaffolds in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The other 2 scaffolds referenced are filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2016, 3 absorb scaffolds were successfully implanted in the left anterior descending (lad) artery, without issue. Subsequently, the same day the patient had chest pain; however, repeat angiography showed no stent thrombosis and the scaffolds were widely patent. The patient was discharged. On (B)(6) 2016, the patient presented with chest pain, diaphoresis and had an st segment elevation myocardial infarction (stemi). The patient was hospitalized and angiography showed thrombosis in the distal scaffolds; however, the proximal most part of the vessel was open. A 38 mm xience alpine stent was used as treatment with a good outcome. There was no reported adverse patient sequela. No additional information was provided.